Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no irregular bolus requests. Cartridge change sequence was completed on 11/18/17. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the blood glucose (bg) level was 39 mg/dl and the cause was not known. Juice was consumed to address the low bg. The customer reported to have received multiple occlusion alarms. The infusion set and cartridge were changed multiple times. Bg was over 600 mg/dl and correction boluses were delivered. The customer fell and went to the emergency room. Bg treated with an insulin drip. The customer left the ER with a bg of 260 mg/dl. The customer was tired and was experiencing vision loss due to the high bg. A pump system check was performed and no device issues were found. Tandem technical support reviewed the pump data and no device issues were found to have contributed to the low bg. Upon follow-up, the high bg was resolved and a healthcare provider thought that new medication may have contributed to the high bg.